Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I prolactin result for a female patient with symptoms of irregular menstruation was examined at the (B)(6) hospital. The patient¿s alinity I prolactin result at the hospital was 43.21 ng/ml. The patient later was re-tested at another hospital in (B)(6) and generated a normal prolactin result of 18.36 ng/ml (tested on a non-abbott platform). The patient reported this back to the physician and the physician questioned the alinity I prolactin results in combination with the patient¿s clinical symptoms. The sample was not able to be tested with peg precipitation to rule out macroprolactin as the sample had since then been discarded. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I prolactin result for a female patient with symptoms of irregular menstruation was examined at the (B)(6). The patient¿s alinity I prolactin result at the hospital was 43.21 ng/ml. The patient later was re-tested at another hospital in shanghai and generated a normal prolactin result of 18.36 ng/ml (tested on a non-abbott platform). The patient reported this back to the physician and the physician questioned the alinity I prolactin results in combination with the patient¿s clinical symptoms. The sample was not able to be tested with peg precipitation to rule out macroprolactin as the sample had since then been discarded. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. A ticket search by lot indicates that the reagent lot performs as expected. A review of tracking and trending was performed for the alinity I prolactin assay, and no related trends were identified. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the device history record for the lot number 48480ud02 was performed and did not identify any non-conformances or deviations relating to the complaint issue. Labeling was reviewed and concluded that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency was identified for alinity I prolactin reagent lot 48480ud02.section g1 contact information was updated to reflect the current contact (B)(6) after further review, an error was found in b3 - date of event initially was incorrectly documented as 9/2/2023. The date will be updated to 8/25/2023 with this submission.